Manufacturer narrative:
Initial reporter's phone: - (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris or ''thread like" stuck on zcb00v monofocal iol (intraocular lens), but did not specify where it stuck. It was noted also that there was no patient injury. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. The package associated to the complaint was received, the actual lens was not returned. Visual examination revealed green particles suspended on unknown potentially biologically contaminated substance. The foreign material was sent for evaluation to third-party laboratory. The laboratory did not analyze the biologically contaminated substance since there is no established mechanism for filtrating and analyzing unknown biologically contaminated substance as requested. Photos provided by the customer were evaluated. The photos show a lens insertion procedure. The green particle is initially observed at the tip of the cartridge/insertion device. The cartridge/insertion device observed on the photo is a non-johnson & johnson surgical vision product. Once the lens is inserted the particle is observed over the lens. The handpiece that should be used with the cartridge/ insertion device system is not shown. There is no information regarding the additional surgical accessories expected to be used on the lens insertion. The subject matter expert (sme) was consulted regarding the possible source based on the particle observation and the particle could not be associated with manufacturing process based on the particle color. The reported green particle was verified. However, the observed particle could not be determined to be associated with manufacturing process. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.